Manufacturer narrative:
Product analysis #(B)(4). :analysis was able to confirm the customer comment that the external pulse generator (epg) bottom knob on the front was missing. Analysis was able to confirm the customer comment that the epg potentiometer was separated from the housing and a piece of the back housing was missing. It was noted that the upper case was broken and the encoder was pushed inside of the device. At analysis it was determined that the epg backlight on/off failed incoming tests. It was further noted that the keypad was scratched, the output connector and the hanger assembly were broken. The epg was decommissioned due to the expiration of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s bottom knob on the front was missing. It was noted that the potentiometer was separated from the housing and a piece of the back housing was missing. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.